Manufacturer narrative:
(B)(4). Approximate age of device - 4 months. The device was returned for investigation. The evaluation is not yet complete.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on an unspecified day in (B)(6) 2016, the patient presented with an acute elevation in lactate dehydrogenase (ldh), but with normal pump parameters. The patient was treated with a bivalirudin infusion and ldh returned to near normal. In (B)(6) 2016, the patient had an abrupt increase in ldh; bivalirudin infusion was started and ldh levels returned to normal. The patient's target inr was increased to 2.5-3.5. In (B)(6) 2016, the patient had an additional increase in ldh levels with signs of hemolysis as evidenced by elevated bilirubin and serum creatinine levels along with hematuria. The patient was started on a bivalirudin infusion but it was only slightly helpful. Plavix and dipyridamole were then started and ldh level and hemolysis markers improved. It was observed that every time bivalirudin infusion was stopped, ldh levels rose. On (B)(6) 2017, the patient was routinely transplanted. The patient remained on a bivalirudin infusion until the time of transplant. It was reported that at the time of the multiple admissions for elevated ldh, lvad parameters were all within normal limits. No additional information was provided.

Manufacturer narrative:
No device-related issues were identified through the evaluation of the returned pump, and a correlation between the device and the reported elevated ldh could not be determined. The pump was returned assembled with the driveline severed approximately 2 inches from the pump housing and the severed portion was not returned. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the pump also revealed no evidence of adhered or developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined and no anomalies were observed. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.